Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: evaluation is in progress, but not yet concluded .

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, while the surgeon and physician assistant attempted to move the retractor, the internal mechanism popped out of the hercules while attached to the chest. No known consequence or health impact to patient product was changed out . Procedure was completed successfully with 5-10 minutes delay.